Event description:
It was reported that premature battery depletion was suspected. The device was explanted and replaced. No reported adverse consequences for the patient.

Manufacturer narrative:
The field event is verified. Analysis found an anomalous integrated circuit which caused high current drain resulting in premature battery depletion.

Manufacturer narrative:
(B)(4).